Event description:
It was reported via repair work order that the ibed was not alarming due to a faulty right head left side rail switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: gave customer estimate for repair.